Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that user can confirm that certain 2 mm inferior turbinate shavers from medtronic was faulty. Despite the blade being seated properly inside the microdebrider handle (confirmed by seeing the jaws move in the distal end), some of these blades rock back forth and do not provide adequate debunking of tissue. When user inspect the blade it¿s unclear if its bent, or simply not compatible with the microdebrider. As soon as user switch the blade to a similar 2mm medtronic turbinate shave, it was no longer rocks to fro, and visually user can see debunking of tissue. I¿ve had to switch out the turbinate blades on at least 5 shavers throughout my time here at maples surgical centre. User now have to change my practice by ensuring that the blades do not rock dangerously while the shaver device peddle is turned on, and user confirm this with nursing outside of the patient. There was ten minutes of surgery externsion. There is no patient injury.

Event description:
Additional information recieved after follow up that the blade was violently vibrating.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that user can confirm that certain 2 mm inferior turbinate shavers from medtronic was faulty. Despite the blade being seated properly inside the microdebrider handle (confirmed by seeing the jaws move in the distal end), some of these blades rock back forth and do not provide adequate debunking of tissue. When user inspect the blade it¿s unclear if its bent, or simply not compatible with the microdebrider. As soon as user switch the blade to a similar 2mm medtronic turbinate shave, it was no longer rocks to fro, and visually user can see debunking of tissue. User had to switch out the turbinate blades on at least 5 shavers throughout at maples surgical centre. User now have to change device by ensuring that the blades do not rock dangerously while the shaver device peddle is turned on, and user confirm this with nursing outside of the patient. There was ten minutes of surgery externsion. There is no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:product analysis found that visually, the device was returned in a plastic bag. There were no traces of contamination or excess adhesive found on the device. There was no damage noted on the outer tube, outer hub, or the inner hub. The inner assembly looked bent when returned. Functionally, the inner assembly spun freely by hand with no binding. Even though the inner assembly looked bent, the device was securely locked into the handpiece and ran up to 3,000rpm. There was an excessive wobbling during the functional test. For further analysis, the inner assembly was pulled out of the outer blade, and it was confirmed that the inner shaft was bent. The inner shaft was bent near the distal end of the inner hub. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc code updated. Previous code d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.